Event description:
It was reported to medtronic minimed that the customer reported battery cap damage, battery cap contact missing/damaged and crack near battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported a crack on the screen/display window cover and battery tube side. Reminded the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit p-cap locked properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, missing display window/cover, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Unit received with battery cap contact missing, however unit received was properly tested using a test battery cap. Alleged cosmetic damage was confirmed at the battery compartment case (cracked) and the battery cap (contact missing). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.